Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The 3i t3® tapered implant 5/4 x 8.5mm (bopt5485) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported products were located on tooth sites 6 and used for approximately 3 months. The customer has not provided additional pictures or x-ray images of the products. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that implant was removed because it was affecting the patient's sinus area at tooth location #6. The area was grafted and patient sent home to heal. The reported event could not be verified with the information provided, and without return of the physical product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant was removed because it was affecting the patient's sinus area. The area was grafted and patient sent home to heal.